Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. During the evaluation of the device, the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. No repairs were performed. The device was scrapped.